Manufacturer narrative:
(B)(4).

Event description:
See manufacturer's report # 3004209178-2011-06075 for issue leading to this event. On (B)(6) 2011 the ipg was replaced from a prime advance model to a restore device. The patient had stim prior to the end of service of the prime advance model. With direct connect it appeared two of the wires were wrapped around each other. Insulation appeared it may have been compromised. There was an impedance issue 11 greater than 3600. All bipoles with changing references 0-7 were less than 70. There was a low out of range impedance value. It was also noted that there were electrode impedances that were greater than 70. Programming was performed to find combinations so that the impedances were in normal range and they were able to get good coverage. The patient was informed to monitor how often they were having to recharge. In a follow up with the patient on (B)(6) 2011, it was noted that the patient was doing well with good coverage. All impedances were within normal limits except for electrode 3 was greater than 3600. Each electrode was checked as a reference. The patient was not having any problems with their system.